Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. The bladder rupture occurred while filling the device with fluorouracil and glucose 5% prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from august 27, 2019 - august 28, 2019. H10: the actual device was received for evaluation. A visual inspection was performed and found the bladder has been ruptured. The ruptured bladder was microscopically examined and there were no signs of abnormality that may have potentially caused the rupture problem. The reported condition was verified. The cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.